Event description:
On 06/22/2023 fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis (date/specifics not provided). Attempts to obtain additional information (e.g., treatment record, discharge summary, hospital records, medication records) have proven unsuccessful.